Event description:
It was reported that during final tightening of the pathfinder rod holder, the male hex driver ii fractured. The procedure was continued using a spare driver and there was no patient or procedural impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.